Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 1000232712 model/catalog description control pump fgs iz. Model number/catalog number 72400024 serial number null batch/lot number 1000282059 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due unknown reason. The device was removed and replaced with a new aus system. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The physician removed the aus some time after placement in (B)(6) 2019. The patient had poor quality tissue and got infected. There were no product performance issues with the previous aus. The patient did not experience further complications after his second aus procedure.